Event description:
The facility representative reported a infusor pump with a condition of "when it goes back to neutral it alarm". It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported finding a occlusion alarm caused by out of adjustment occlusion switch while confirming the reported condition. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition of when the device goes back into neutral it alarms, was confirmed and duplicated. The assignable cause by an out of adjustment occlusion switch. The occlusion switch has been adjusted. A follow-up medwatch report will be submitted if additional information becomes available.